Event description:
Ous MDR - after an implantation duration of approx. 46 months it was reported that the lead was explanted due to loss of capture and an increased pacing impedance.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed the ligature marks approx. 23 cm distal to the is-1 connector pin. Furthermore, abrasion marks along the lead body were observed, particularly, approx. 19 cm distal to the is-1 connector pin. The insulation was still intact. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state due to constant friction against another implantable device such as the generator can. Diagnostic images clarifying this assumption were not available. In addition, several cuts in the insulation and a deformed fixation helix were found which occurred most likely during the explant procedure. Blood penetrated the lead in the cut areas. Further analysis of the available lead did not reveal any irregularity that might have contributed to the reported clinical observations. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.